Manufacturer narrative:
Attempts have been made to obtain additional device information; however, no additional information has been received to date. Not enough information was provided from the account to properly complete an investigation. The root cause could not be identified by the investigation the manufacturer internal reference number is (B)(4).

Event description:
Attempts have been made to obtain additional device information; however, no additional information has been received to date.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported during a lasik flap procedure the laser stopped prior to completion, and displayed a system message that was unable to be cleared. Upon follow up, the reporter indicated the side cut portion of the flap was not performed; therefore, the flap could not be lifted and no excimer ablation treatment performed. The procedure was aborted and the patient was sent home.